Event description:
Distributor reports via e-mail that during product incoming inspection of the following defect was found; "the handifil straw sticks out of the tray".

Manufacturer narrative:
Mfg investigation pending. Once product has been received from the distributor, investigation completed, a medwatch form 3500a supplemental report will be submitted to the FDA.